Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g5 mobile application did not alert. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a potential reportable complaint could not be determined. A root cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.